Manufacturer narrative:
Correction d6b: additional information received shows that the ipg was explanted on (B)(6) 2023 and not on (B)(6) 2023 as previously reported. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had skin erosion at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced.